Event description:
It was reported when using the pyxis medstation es system encountered a failure in displaying a query related to the ip address on the screen. The customer reported that the users were unable to issue the medication, causing a delay in accessing the medication for the patient. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application failed to launch. A technical support specialist executed the command winmgmt /resetrepository and discovered that the dependencies xml was directed to an incorrect directory, and there was no shortcut available in the start menu. They proceeded to repair the rss 4.12 package. Following this, the application was successfully launched, and the customer has now confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.